Event description:
Device explanted due to eri indication. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker was properly interrogated, and the memory content was investigated. The eri battery status was activated on (B)(6) 2023, confirming the clinical observation. However, the data investigation revealed a normal device behavior. In addition, the archive data and the programmed parameters were inspected. High right ventricular pacing outputs up to 7.5 v and 1.5 ms were documented in the archive data. This represents a high current program, which results in a faster discharge of the battery. The amount of charge taken from the battery was verified and the battery condition was found to be as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated.